Manufacturer narrative:
The investigation has been completed. The product was returned and evaluated. There were no abnormalities found with the 5s parameters. No significant kinks or biomaterial was found. The pump was plugged into the console and it read 6/6 mmhg ao ps, so no abnormalities found. Data log review showed the pump was inserted into the body and then removed shortly after as clinical details mentioned. About three minutes after the pump was removed, the placement signal dropped to about -10 mmhg from 0 mmhg. The 5s parameters were unaffected. The root cause of the optical signal issue was not determined since the issue was not reproduced in the lab and no abnormalities were found with the pump. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26691. E.1 fax number and us phone number were added as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26691. H.6 code 4627 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26691 and a new code was added.

Event description:
The complainant reported a patient was attempted to be implanted with an impella device for mechanical circulatory support. It was noted that the impella 5.5 was backloaded and advanced the vessel was tight and hit was difficult making the turn from anastomosis. Wire access was lost so the pump was removed. When pump came out, placement signal was off by greater than 10. The pump was exchanged. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.